Event description:
Event description guidant received information that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular arrhythmia. This device adequately detected the rhythm, and 5 maximum energy shocks were delivered, each of which failed to convert the arrhythmia. External defibrillation was successful in terminating the arrhythmia. The patient was brought to the hospital, and device interrogation demonstrated an error message indicating the device had delivered shocks into a shorted lead condition. The patient's critical condition is currently becoming more stable. On june 17, 2005, guidant issued a field advisory regarding a population of devices susceptible to shorting in the header. This device is included in that population.